Event description:
A health-care professional during intraocular lens (iol) implant procedure, reported that the surgeon delivered the iol into the patients eye, the plunger suddenly advanced below the lens, preventing proper deployment. Surgeon stated that the lens could no longer be used and was removed. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) was not returned. Only the device was returned. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Intraocular lens (iol) was not returned. A small piece of surgical gauze with tape stuck to it was also returned, no intraocular lens (iol) observed on gauze. The product investigation could not identify the root cause for the reported complaint "the plunger suddenly advanced below the lens". The lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement. We are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).